Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed a fatal error and a database error, prevented the application from launching. The user reported being unable to access the pyxis application due to the error. A reboot was attempted; however, the station remained unable to bypass the application startup process and the issue persisted.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device was in a fatal and database error state and was unable to launch the application despite a reboot attempt. A technical support specialist reinstalled the database, performed encryption, restarted required services, and rebooted the device. The system functioned as intended after the technical support specialist troubleshot the device.